Event description:
The customer reported that the glucose meter was giving incorrect blood glucose readings. The customer then stated that she was hospitalized for high blood glucose levels. The customer stated that her glucose meter was reading 200 points higher than the glucose meter that was used at the hosp. The reported blood glucose reading was 384 mg/dl. The customer was unable to troubleshoot as she felt nauseous, thirsty and had a headache. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.